Event description:
Forty-eight hours after products sterilized in steam sterilizer, the biological indicator was read as positive. Instruments had been released the previous day for use in operating room and dental procedures. Gravity displaced cycle used with pre-vac parameters.